Event description:
It was reported that the patient presented in the clinic for the atrial lead revision procedure. Fluoroscopy confirmed that the atrial lead had dislodged shortly after implantation back in (B)(6) 2022. Programming changes were made and the atrial lead was turned off. The patient was brought into the clinic on (B)(6) 2025, and the physician explanted and replaced the atrial lead. The patient was stable throughout.